Manufacturer narrative:
(B)(4): conclusion: based on the provided information and investigation this burn was most likely caused by the "gold" medal that was worn during the examination. The fact that high sar values were used may have contributed as well. The exact composition of the chain is unknown, but the burn was observed exactly at the location where the chain touched the patient's skin. The instructions for use already contain warnings to screen the patient's clothing and jewelry for this and remove it from the patient prior to the examination.

Event description:
A patient was examined with a combination of the sense nv coil and the sense spine coil 15 channels. The patient was wearing a "gold" chain. After the examination a second degree burn of 4 cm in diameter was observed on the chest, where the medal was located.